Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis sometime in the last two and a half months. Exact date of event was not reported. Patient's blood glucose levels were not reported. The patient ran out of their continuous glucose monitoring sensors and was not checking their bg sugar, nor inputting bg values into the pod to let it know their readings. Symptoms reported included hyperglycemia, patient not being able to move and was in pain. The patient was treated with an unspecified route of administration of unspecified fluids, potassium and morphine. The pod was removed at the hospital and discarded. The patient was discharged from the hospital but could not recall the exact timeframe.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.3 hardware: iphone17.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.